Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that interrogation revealed oversensing of p-waves. Dislodgement was confirmed by x-ray. After repositioning the patient's blood pressure dropped. An echocardiogram was performed and pericardial effusion was confirmed. A drain was inserted and the patient's blood pressure stabilized. On a return visit two days later, increased thresholds were observed. The lead was explanted.